Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Since implant the patient has been experiencing depression and low blood pressure that they were hospitalized for. The patient is currently on anti-depressants that began making her nauseous like two days ago. The patient wanted to know if they could try turning off the device to see if that makes a difference and just using their tens unit instead. The patient noted that it does help with their pain. Patient services redirected the patient back to their healthcare professional (hcp) to address their adverse events. Patient services also reviewed that the patient has the ability to turn the stimulation off with their controller. The patient confirmed that they know how to do this and would try that and monitor things. The patient stated that their depression has been a gradual onset. No further complications were reported/are anticipated.